Manufacturer narrative:
Retainer = black. The customer alleged the pump is under delivering causing high bgs and insulin flow blocked alarms on (B)(6) 2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08810 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under delivery anomaly or unexpected insulin flow blocked alarm noted during testing. A review of the history files reveals on (B)(6) 2021 there were two (2) no delivery (insulin flow blocked) alarms at 11:34 and 11:44 and on (B)(6) 2021 there was one (1) no delivery (insulin flow blocked) alarm at 16:58. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Insulin flow blocked alarms, high bg and under delivery anomaly are not confirmed. No unexpected insulin flow blocked alarm noted during testing. The formatted history file list the following manual programmed bolus deliveries for (B)(6) 2021: (B)(6) 2021 07:54 bolus wizard normalbolusamountprogrammed = 3.6 bolusamountdelivered = 3.6. (B)(6) 2021 12:19 bolus wizard normalbolusamountprogrammed = 2. Bolusamountdelivered = 2. (B)(6) 2021 12:34 bolus wizard normalbolusamountprogrammed = 1. Bolusamountdelivered = 1. (B)(6) 2021 16:58 bolus wizard normalbolusamountprogrammed = 2.2. Bolusamountdelivered = 0.9. (B)(6) 2021 17:13 bolus wizard normalbolusamountprogrammed = 1.2 . Bolusamountdelivered = 1.2. (B)(6) 2021 17:54 bolus wizard normalbolusamountprogrammed = 0.3. Bolusamountdelivered = 0.3. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Information received by medtronic indicated that the insulin pump is not working. Customer stated that her pump is not working and her blood glucose was still high. Verified that her pump did not show any error or alerts. Customer stated she does not want to use her pump anymore. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.